Event description:
During follow-up, increased, in range high voltage lead impedance was observed on the right ventricular (rv) lead. The patient was then monitored. At a subsequent follow-up, increased, in range high voltage lead impedance was still observed on the rv lead. Abbott technical support was contacted and agreed with the physiologist that encapsulation was suspected. A high voltage test shock was performed and revealed no change in the impedance. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.